Manufacturer narrative:
Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a phlebotomist was collecting blood in an outpatient clinic with a bd vacutainer eclipse signal blood collection needle with integrated holder (21g x 1.25 in.). The phlebotomist removed the needle from the patient, began to activate the safety shield with her thumb, while doing so her index finger was pointed towards the needle tip, and as the safety shield was covering the needle the phlebotomist sustained a contaminated needle stick injury to her index finger. The source patient is reported to be hiv positive. The phlebotomist received antiretroviral post-exposure prophylaxis, counseling, and follow up with ohs and infection control. Additionally, it was reported that the injured phlebotomist, the trainers, and managers believe that this needle stick injury is the result of the user error and not a fault in the device.